Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and automode switching was observed on the atrial lead prior to a routine generator change. The noise was reproducible with isometric testing. Programming changes were recommended but the physician opted to cap and replace the lead on (B)(6) 2021. The patient was stable before, during and after the procedure.